Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom delayed keypad response. Eval experienced a keypad response with a delay of ~3 seconds caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.

Event description:
During baxter's device eval, it was found that a spectrum pump experienced a delayed keypad response. There was no pt involvement.